Manufacturer narrative:
A component code was updated.

Manufacturer narrative:
The cobas 4000 c311 stand alone system serial number was (B)(6). Calibration and qc were performed and they were acceptable. Photometer check was performed and it was fine. Precision check for trigl was performed and it was out of specifications. The field service engineer (fse) found that the sample probe needs to be cleaned and the water level of reaction cells was misadjusted. The fse cleaned/disinfected the sample probe and readjust the water level of the reaction cells. The service actions (cleaning the sample probe and readjusting the water level of the reaction cells) resolved the issue. No further issues were reported afterwards.

Event description:
We received an allegation about discrepant results for 1 patient's sample tested with triglycerides (trigl) assay on a cobas 4000 c311 stand alone system. Initial result: 265.6 mg/dl. The result did not match the patient's clinical history. No questionable result was reported outside the laboratory and the original sample was then rerun. Rerun result: 410.1 mg/dl. A new sample was withdrawn and tested. The result was 564.0 mg/dl. The rerun result was deemed to be correct.

Manufacturer narrative:
The device code (a code) was updated. Sections d1, d2a, d2b, d4, g1 and g4 were updated. The field service engineer cleaned and adjusted the rinse station and the sample probe. He also cleaned and adjusted the rinse unit. The sample probe issue is consistent with a pre-analytical problem. Preanalytics are within the customer's responsibility. The hardware check was done by test performance and showed an abnormality in cholesterol. Trigl and cholesterol are assays that react sensitively for all cell rinse functionalities.